Event description:
During the collection of instruments for closure, the tip of a crile hemostatic forceps broke while surgical technician was unclamping off the surgical site. Medical doctor (md) notified and x-ray was done. Radiology scan confirms the negative presence of any piece of instrument. Attending surgeon aware.